Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
On (B)(6) 2013, the reporter stated that on (B)(6) 2013, the patient was undergoing a left shoulder arthrogram. During the procedure, the radiologist had difficulty removing the needle and it apparently broke. This was noticed immediately and an x-ray was done. There was a 1.5 cm needle fragment in the joint space. Radiologist states that there is no way to retrieve the needle fragment without undue harm and intentionally left it in. On (B)(6) 2013, the needle fragment was surgically removed.